Event description:
The customer reported experiencing a cartridge alarm that activated the rewind process without their interaction on november 8, 2025. There was no adverse impact to the customer's blood glucose level. The customer replaced the cartridge, and the pump functioned as expected.